Manufacturer narrative:
Multiple attempts to obtain information regarding the patient¿s death, including the autopsy report, were performed, but to date the information has not been forthcoming. Per the instructions for use, permanent or transient neurological events including stroke and conduction system injuries (heart block) which may require a permanent pacemaker are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co morbidities are probably at higher risk of both early and late strokes. Per the instructions for use, conduction disturbances are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the cause for the embolic stroke cannot be confirmed; however, in addition to the procedure itself, patient factors (advanced age, severe aortic valve and root calcification) may have contributed to the event. The cause of the bradycardia requiring ppm also cannot be confirmed, however, in addition to the procedure itself, the patient¿s multiple comorbidities may have contributed to the event. The surgeon¿s office has not provided the autopsy report, therefore the official cause of death remains unknown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Should additional information be received, this case will be reopened and investigated.

Event description:
One day post valve-in-valve tavr procedure (26 mm sapien valves), the patient suffered an embolic stroke in the mca (middle cerebral artery). No anticoagulants were administered. The patient had trouble speaking and swallowing but showed some initial improvement; however as reported, the physicians discovered that the stroke had started spreading after the initial improvement. The patient also became bradycardic and required the ppm. Additional information indicated the patient expired approximately 10-13 days post valve deployment. An autopsy will be performed.

Manufacturer narrative:
This report is associated with MDR # 2015691-2014-01090.

Manufacturer narrative:
Investigation is ongoing.